Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that the patient had a pne procedure on (B)(6). Subsequently, the patient was hospitalized with cellulitis and bacterial infection that was deep. It was later reported on (B)(6) 2013 that the patient did not go on to implant. The infection occurred as a result of pne (basic evaluation). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).